Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 474 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and abdominal pain. The patient was treated with an IV (intravenous), injections (humalog) every three hours and lantus solostar 100 u/ml once a day at night. The patient was released two days later. The pod was removed worn when seeking medical attention.

Manufacturer narrative:
The pod was found to function as intended with no evidence of any damage or manufacturing malfunctions that would result in device failing to deliver insulin.